Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 567 mg/dl moderate ketones, vomiting and diabetic ketoacidosis. Customer addressed elevated bg with manual injection. Customer eventually went to the emergency room for elevated bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.